Event description:
The customer reported that a pt had alarms occurring during the night but the staff were not immediately aware of the alarm.

Manufacturer narrative:
The customer reported that a pt had pvc alarms occurring during the night on (B) (6) 2008 into (B) (6) 2008 but that staff were not immediately aware of these alarms as some users are not fully responsive to yellow level alarms. No death or serious injury occurred related to this report, however, the customer has requested an enhancement to the device such that some of the alarms currently classified as yellow alarms be reclassified as red alarms. This enhancement request has been captured in the customer feedback discovery database, on behalf of the customer. The philips field service engineer did go onsite and confirmed that the device was performing to specification. No pt strips, or pt demographic info was provided. No device malfunction occurred. This is a product enhancement request. (B) (4).